Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and expired on the same day, which was alleged to have been caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this events.